Manufacturer narrative:
This device is not approved for sale in the united states, however, a like device, part number 9392507, 510k number k094025, is approved for sale. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion due to lumbar canal stenosis. During surgery, while insertion the cage moved strangely and was found to be broken, 1/3 of the cage was removed. The remaining 2/3 of the cage with autologous bone was implanted at l5/s, to finish the procedure. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.